Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was done. There were no patient consequences.

Event description:
New information noted that an event of post-paced t-wave oversensing (pptwos) persisted. Programming changes were made. Patient condition was stable.